Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation. The visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence. We have established a relationship between the device and the reported event. The root cause is a raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with further actions being taken relating to the failure reported. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, when using the the opsite flexifix gentle as fixation for the treatment of a chronic wound, the carrier film of the device is peeled off, the silicone sticks to it and the product no longer adheres. The treatment was completed without delay using a smith & nephew back-up device. No other complications were reported.

Manufacturer narrative:
Additional information: b4

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the carrier film of the opsite flexifix gentle is peeled off, the silicone sticks to it and the product no longer adheres. It is unknown when did the event happened and if there was a patient involvement. No other complications were reported.